Event description:
The customer reported to olympus that the camera head had no image. The issue was found during preparation for use. There was no procedural impact, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. When connected to the visera elite video system center, the image was present but when manipulating the cable near the camera head, the image occasionally disappeared due to a faulty cable. The camera was in fair condition externally and passed the water leakage test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to faulty cable. It was recommended that the camera is passed to the workshop for replacement of the faulty camera cable, full inspection, and electrical safety test. It has been over 16 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.